Event description:
It was reported that a novum iq large volume pump was not dispersing medication correctly during patient therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy and delivered within specification. A service history review was performed and revealed that the device has been previously serviced for an unrelated issue. There is no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.